Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed shock vector breakdown in clinic and considering increasing the shock impedance alert. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed shock vector breakdown in clinic and considering increasing the shock impedance alert. This right ventricular (rv) was surgically abandoned also due to high pacing thresholds. A non boston scientific device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed shock vector breakdown in clinic and considering increasing the shock impedance alert. This right ventricular (rv) was surgically abandoned also due to high pacing thresholds. A non boston scientific device was implanted. No additional adverse patient effects were reported.